Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.

Event description:
Alleged issue: a clip was not correctly set in the jaw of applier. This case was not the first time use for the relevant applier. As a result, a new applier was used. Issue was reported during use on a pt. No pt injury reported.